Manufacturer narrative:
The initial MDR 2517506-2016-00494 was filed on december 13, 2016. Additional information (12/15/2016): the discordant results were reported to the physician(s).

Event description:
The discordant results were reported to the physician(s).

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that they have had an issue with results for a few weeks. Only one patient sample data was provided by the customer. The customer stated they had replaced the integrated multi-sensor technology (imt) sensor. Quality controls data indicated that results were within range on the day of event. Ccc instructed the customer to align the pump and pump rate. Ccc instructed the customer to check calibration results, which passed. A customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse replaced foot rotary seal because it was leaking. The cse replaced, primed and lubricated the connections on standards solution bottles and integrated multi-sensor technology tower. The cse replaced the flush standard solution, waste, tubing and sensor. The cse ran dilution check and precision, resulting satisfactory. The cause of the falsely low na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension exl 200 instrument. It is unknown if the discordant results were reported to the physician(s). The sample was repeated on the same instrument, resulting higher. There are no reports of patient intervention or adverse health consequences due to the discordant falsely low na and cl results.